Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Error log found multiple system fault 41541 errors. Customer's reported problem was not duplicated. The most probable cause of primary problem was intermittent latch lock optic flex sensor. Replaced the latch lock optic flex sensor of pump to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair.

Event description:
It was stated that the device is showing error code 41541. There was no patient involvement.